Event description:
It was reported that the patient was not being able to make adjustment both with or without the antenna attached to the patient programmer. The programmer wouldn¿t do telemetry with or without the antenna. The patient tried new batteries today and was still getting the poor communication screen. The patient went through a metal detector and didn¿t think their implantable neurostimulator (ins) was working properly. The patient would see their health care provider (hcp) tomorrow. No patient harm was reported. Analysis of the programmer found that the telemetry problem complaint was unverified. The antenna jack was resoldered as a preventative measure and the missing lens/protective cover was replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0l239, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient had a re-occurrence of their fecal incontinence and that they were taken to the operating room to revise the lead component of the ins system. The patient outcome was reported as not recovered, symptoms/issue ongoing. Subsequent follow up information received from the patient reported that they still had concerns regarding their device therapy but was working with their doctor. An appointment of (B)(6) 2015 was noted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).